Manufacturer narrative:
(B)(4). The biomedical engineer evaluated their device and was unable to duplicate the reported issue. The biomed has advised physio that the device and therapy cable have been removed from service pending further investigation. The device was not returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device continually prompted the user to connect electrodes when analyzing the patient during a cardiac arrest call. Another device, an unknown monitor was brought to the scene and a new set of electrode pads were attached to the patient. Medical personnel were able to deliver a shock to the patient. The customer reported that the issue with their device did not cause or contribute to the outcome of the patient since they were able to deliver a shock to the patient using their second device. The patient survived the event and there was no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
The device was returned for evaluation therefore, concomitant medical products has been updated accordingly with the new information. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device continually prompted the user to connect electrodes when analyzing the patient during a cardiac arrest call. Another device, an unknown monitor was brought to the scene and a new set of electrode pads were attached to the patient. Medical personnel were able to deliver a shock to the patient. The customer reported that the issue with their device did not cause or contribute to the outcome of the patient since they were able to deliver a shock to the patient using their second device. The patient survived the event and there was no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.